Manufacturer narrative:
Device passed sleep current measurement, active current measurement, self test and displacement test. No unexpected replace battery now alarm, low battery alarm or power loss alarm noted during testing. Device monitored without the test energizer battery inside the battery compartment and reinserts it back into the battery compartment for less than ten minutes and no unexpected pump error 23 alarm noted. Device was communicated properly with blood glucose meter.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call for external flash error. Customer¿s blood glucose was 189 mg/dl. Customer stated that she has been having battery issues where they have not been lasting long. Customer stated that she had an error 1131 message and her meter no longer connects to the pump. Customer reported that the insulin pump was neither stored nor without a battery for > 8 hours. Customer stated that the alarm did not occur immediately after a battery change. The insulin pump will be returned for analysis.